Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly after the surgery, the surgeon found a pseudotumor by us echo. Revision surgery was performed. The head and neck junction had turned to black.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01456, 01457. This event occurred in (B)(6).